Event description:
It was reported in a service report that the legs would not retract.

Manufacturer narrative:
The service tech examined the cot and could not replicate the event; the cot was performing to specifications.